Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and reported a problem with the complaint device being dropped on the floor and requested support. No adverse events have been associated with this event.

Event description:
The customer contacted the customer care solution center and reported a problem with the complaint device being dropped on the floor and requested support. The device was not in use at the time of the event. No adverse events have been associated with this event.